Manufacturer narrative:
The local area field representative was contacted for additional information. At this time, no further information is available and records indicate this lead remains in service. Should additional information become available this report will be updated.

Event description:
Additional information was received indicating this device later exhibited high out of range left ventricular (lv) pacing impedance measurements. Further evaluation of the pacing vector was discussed. No adverse patient effects were reported.

Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
Additional information was received indicating this system was explanted and successfully replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection noted the header is firmly attached to the casing. The device was then exposed to simulated heart load conditions, and the defibrillation, right ventricular pacing, and sensing functions were tested. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. Laboratory analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) and implantable defibrillation lead exhibited a gradual increase in shock impedance measurements. In clinic, high out of range shock impedance measurements were noted in rv to can configuration and rv to ra configuration. In triad measurements were acceptable. A defibrillation threshold (dft) test was completed in triad with a 31 joule shock which successfully converted the patient. Measurements in all configurations were acceptable following testing. No additional adverse patient effects were reported.

Manufacturer narrative:
(B)(4). Records indicate this system remains in service without further complication. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.